Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additio

Event description:
It was reported during a routine follow up appointment that this implantable cardioverter defibrillator (ICD) device exhibited high, out of range shock impedance measurements of 155 ohms to 170 ohms. This has been a gradual increase for the past year. A technical service (ts) consultant reviewed the available device data and provided recommendations, included lead integrity testing, pocket manipulation, isometrics, a sync 41j shock and x-ray imaging. The device remains implanted. No adverse patient effects were reported.